Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was motor was powerbroken and the outer house and bell housing were disconnected from the swivel. It was also noted that running the device on a regular 10 minute pre-test resulted in an air and oil leak as well as excessive noise. It was noted that during repair the lock cylinder, pawl release and locking assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear and tear on the device from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during sterile processing, it was observed that the motor device had an air leak. During an in-house engineering evaluation, it was observed that the motor was powerbroken and the outer house and bell housing were disconnected from the swivel. It was also noted that running the device on a regular 10 minute pre-test resulted in an air and oil leak as well as excessive noise. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly